Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The event was confirmed with medical records received. Review of the available records identified the following: the patient underwent a left total hip arthroplasty during which a m2a-38 construct was implanted. The patient underwent a revision procedure due to osteolysis, metallosis, and pain. During the revision procedure, the m2a-38 construct was removed. A wagner stem 190, cerclage wires, and a g7 osseo multihole dual mobility construct was implanted. The patient is suffering from pain and difficulty ambulating post revision. No other findings/complications related to the event were noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00496, 0001825034-2021-01819.

Event description:
It was reported that approximately four months post implantation, the patient was experiencing pain in left hip joint and altered gait. No further event information available at the time of this report.